Event description:
After the aortic cannula had been placed, a small leak was observed from the cannula. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.